Manufacturer narrative:
Device analysis report attached. This report is submitted on may 27, 2024.

Manufacturer narrative:
This report is submitted on february 13, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to no benefit (not cochlear device related). There are no plans to reimplant the patient with a new device as of the date of this report.